Manufacturer narrative:
Manufacturer's report date: 07/09/2014. Internal file no: (B)(4). No product will be returned per customer. The customer's request for assistance in reviewing data could not be met because neither the pcu or the pca were sequestered. And the serial numbers were not recorded.

Event description:
Customer reported that on (B)(6) 2014, a pca infusion of dilaudid (0.2 mg/ml; 6mg/30ml syringe; pca dose 0.2 mg, lock out 6 minutes, max dose 2 mg/hr). Was started. The pca infusion was discontinued on (B)(6) 2014 at 20:45 per physician orders. On (B)(6) 2014 at 02:00 am, the patient was found breathless, a code was called, and the patient was pronounced deceased at 02:34 am. The customer does not allege any device malfunction related to the patient's demise, but requested assistance with data retrieval and review to determine how much dilaudid infused.